Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump. It was reported that they filled the pump with a different concentration and did a backtable prime but were unable to aspirate the catheter. Agent assisted programming a bridge bolus in advanced mode for the catheter volume. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting it was unknown what actions or interventions were taken to resolve the inability to aspirate the catheter. It was reported that device was not explanted due to potential infection in pocket. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the cause of the inability to aspirate catheter was unknown. It was reported that they tried multiple times with catheter access to aspirate the catheter. It was reported that the explanted pump was sent to pathology and catheter was still implanted. The samples were sent to pathology and found out (B)(6) 2026, the content in the pocket was not an infection. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the company rep was in the operating room who worked with the doctor and nurse practitioner to get 2000 g per ml from the pharmacy in order to fill the patient¿s pump at his replacement surgery. The company rep was the one who discovered the issue bedside prior to rolling back to the surgery and alerted the doctor that there was not enough drug in his pump to transfer over into his new pump. The hospital did not carry the concentration that was in his pump and therefore they had to order 2000 g per ml and do the bridge bolus because the catheter would not aspirate.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6). Implanted: (B)(6) 2005. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 18-may-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.